Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider on (B)(6) 2019. It was reported that the cause of the motor stall was not determined and the pump was replaced. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative via the return paperwork on 2019-sep-16. It was reported that the motor stall originally occurred on (B)(6) 2019 with frequent recovery and motor stalls occurring daily. It was reported that the pump was explanted on (B)(6) 2019. No rotor studies or dye studies were performed. The patient did experience a gradual loss of therapy, but the patient recovered without sequelae after the device was removed. No further complications were reported.

Manufacturer narrative:
Event description updated to reflect the information received on 2019-sep-16. Explant date updated to reflect the information received on 2019-sep-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp) on 2019-sep-16. It was reported that the motor stall was not resolved. It was also reported that the pump was replaced on (B)(6) 2019 and would be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (10 mg/ml at 8.8 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was alarming every 10 minutes and the refill date was a week or two away. It was noted the alarm was not due to eri/eos. A motor stall was noted and the patient stated they first heard the pump alarm on (B)(6) 2019 at 9:30. There were no withdrawal symptoms at the time of the call. The logs were no accessed/reviewed yet. It was noted the motor stall was active and the patient did not recently have an MRI.